Event description:
Per the surgeon's report, this patient developed a skin flap infection that required surgical intervention. During a surgery in 2006, the surgeon revised and replaced skin over the implant site. The patient is now doing well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.